Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding no response when pressing the adc device button. As a result, on (B)(6) 2022, the customer had a loss of consciousness and was provided intravenous glucose by an emergency physician for a diagnosis of hypoglycemia no further information was provided. There was no report of death or permanent injury associated with this event.